Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for rf pic failed self-test and lost sensor. Customer¿s blood glucose was unknown at time of incident. Customer performed self test and it failed. Customer advised to refer to back up plan as per hcp¿s instructions. The sensor will not be return for analysis. The insulin pump will be return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rf pic failed selftest alarm and lost sensor alarm due to buttons not responding.